Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an unexpected pump alarm during normal use. Blood glucose level at the time of the incident was 93 mg/dl. The alarms were resolved through troubleshooting. The insulin pump passed the displacement test. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis

Manufacturer narrative:
Insulin pump was not in manufacture mode. Insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test. No pump error noted during testing. Insulin pump was received with scratched case, pillowing keypad overlay, broken belt clip rails, cracked retainer, and minor scratched lcd window.